Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The defibrillation system was implanted on (B)(6) 2021. Reportedly, the patient went to hospital on (B)(6) 2021 with signs of pocket infection, erythema and exteriorization of crt-d device. The patient was hospitalized. The defibrillation system was explanted on (B)(6) 2021.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2021. Reportedly, the patient went to hospital on (B)(6) 2021 with signs of pocket infection, erythema and exteriorization of crt-d device. The patient was hospitalized. The defibrillation system was explanted on (B)(6) 2021.